Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 61, verified as ¿external flash write error,¿ and an alert recurred after a guided restart, after which the patient was instructed to replace the device and use backup therapy; blood glucose levels were reported unaffected and the patient was advised to continue cgm use. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic status and the need for device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.